Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed with the information provided; no product returned, or images provided, thus visual and dimensional analyses could not be made. No medical records were received. Review of the device history records could not be performed as part identification was not provided. A definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported through a journal article that approximately 5 months post implantation, the patient underwent a revision due to aseptic loosening. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). B3: date of publication. D10: unknown adapter, unknown distal femoral component, unknown femoral stem, unknown spindle, unknown bearing, unknown bushing, unknown yoke, unknown axle, unknown lock pin, unknown femoral bushing. G2: literature citation: day, y., thompson, a.r., andaya, v.r. (2025). Survival of proximal tibial endoprosthesis using compressive osseointegration: a multi-institution retrospective study. Journal of surgical oncology, 2025, 1-10. Https://doi.org/10.1002/jso.70013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.